Event description:
It was reported that the user contacted support for assistance starting a new dexcom g7 after being disconnected from a continuous glucose monitor (cgm), during which blood glucose was elevated and insulin delivery on the ilet had been paused until the new sensor was connected. Troubleshooting and education were completed, and insulin was resumed as usual. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included the need for user troubleshooting without injury or medical intervention. Investigation included remote technical support and user guidance to start the dexcom g7 and reconnect the cgm to ilet. Investigation of this case revealed user difficulty initiating a new cgm session, which led to loss of cgm data and resultant elevated glucose until reconnection; the ilet and cgm hardware were not reported to malfunction once set up. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and use error.